Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that, during intraocular lens implantation surgery, the lens got stuck at the incision site. The surgeon was unable to advance the lens in the eye. The surgeon had to make larger incision to remove the lens and replace it with a new one. As per the surgeon the prognosis of the patient was stable.